Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: were did the vessel tear in relation to the staple line? Is the user alleging that there was an alleged deficiency with the device that led to the tear? If so, please provide more details. What lobe was being resected and what branch of pulmonary artery was being resected? Did the patient receive any preoperative chemotherapy or radiation? Were there any large lymph nodes around the pulmonary artery at the time of stapling? Answers 1. The tear appeared to be distal to the middle of the anvil jaw. 2. The user believes it is either the device and/or poor patient tissue conditions. Patient was geriatric and presented with prior multiple disease states. 3. Uncertain which lobe, uncertain which branch. 4. Uncertain to if the patient received any prior chemotherapy or radiation. 5. No, there was not any large nymph lodes around the artery at the time of firing. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats lobectomy, the powered stapler was used on the pulmonary artery, when they opened the stapler the vessel tore. The patient experienced traumatic bleeding and coded. They were brought back. The patient are currently in recovery. It is unknown how much blood was needed. Case was completed by using a clip applier.

Manufacturer narrative:
(B)(4). Date sent: 3/1/2023. D4: batch # 188c82. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was device was returned with no apparent damage and with one reload loaded on the device. The reload was received unfired. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was tested for functionality with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The device was disassembled to verify the internal components and the distal channel retainer was noted to be damaged. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the distal channel retainer. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 188c82, and no non-conformances related to the reported complaint condition were identified.